Manufacturer narrative:
An event regarding revision due to pain & abnormal ion levels involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: it was reported that patient revised due to elevated cobalt levels and abnormal chromium levels. However, the event could not be confirmed nor the root cause determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the device, in or around (B)(6) 2016, that the patient began experiencing significant left hip pain and discomfort. A physical examination performed by the orthopedic surgeon revealed that patient had tenderness to palpation directly over the lateral aspect of the left hip, symptoms on abduction and flexion of the hip. Diagnostic workup revealed the presence of elevated cobalt levels and abnormal chromium levels. The patient underwent revision surgery on (B)(6) 2016.